Event description:
It is reported that the 1 mm small ball bearing broke off from instrument and fell into the pt during surgery. The surgeon had to take the pt back into surgery to remove.

Manufacturer narrative:
This report will be amended when our investigation is complete.